Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona trabecular metal two-peg porous tibial tray left size d catalog #: 42530006701 lot #: 65261762, persona medial congruent articular surface left 10mm catalog #: 42512100510 lot #: 64603959, persona cruciate retaining standard cemented femoral component left size 8 catalog #: 42572606401 lot #: 65266287, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: g1222y34ab, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: h1202y36ca. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03829, 0001822565-2023-03830, 0001822565-2023-03831, 0001822565-2023-03832. H3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the tibial tray to address pain approximately sixteen (16) months post-operatively. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluation could not be performed the device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records (operative notes) were not provided. Radiographs were provided and reviewed by a health care professional. Review of the images identified the following: no significant radiolucency to suggest loosening. No acute fracture. Mild femoral notching. Osteopenia. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.